Event description:
It was reported that there was unknown damage to the device. No patient involvement was noted.

Manufacturer narrative:
Correction: d1, h3, h6 (method, results, conclusion), and h11. Additional information: g7, h2 and h10 (investigation results). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 12/11/2017 to the present date 10/26/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200256786 for medley ¿ err 246-4700 which does not correlate to the customer reported issue.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was unknown damage to the device. No patient involvement was noted.